Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the channel infusing levophed experienced an unspecified malfunction. The infusion was moved to a new channel and pc unit; however, the tubing could not be loaded into the replacement pump module because of an unspecified error message. The tubing was clamped and moved back to the original channel. During the event, the patient received a bolus of levophed that caused the blood pressure to increase to 180 systolic. The rn remained with the patient for 15 minutes until the patient¿s systolic pressure decreased to 130. There was no report of long-term patient harm. The rn obtained two pc units and six modules to replace the devices that were sequestered and removed from service.